Manufacturer narrative:
The customer reported problem was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8015 wont boot up. After troubleshooting, the cause was the logic board. After troubleshooting, the cause was the logic board. I gave part number and biomed will order logic board. A review of the device history record for sn (B)(6) was performed from date of manufacture 10/10/2016 to the present date 01/22/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device would not boot up due to logic board failure. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device would not boot up due to logic board failure. There was no patient involvement.